Event description:
It was reported that a disconnection between the titanium adapter and the transfer set occurred which resulted in peritonitis. It was not reported if the patient was hospitalized for the event. On an unspecified date, the patient received unspecified antibiotic treatment (dose, route, and frequency not reported) for peritonitis. The patient¿s outcome was not reported. At the time of this report, the patient had stopped pd therapy and was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital e1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on additional information received, the minicap transfer set was not involved in the reported event, therefore, the minicap transfer set was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.